Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device did not seal. Another device was used to complete the procedure. No tissue damage. No patient injury. The site does not have any further information.